Event description:
It was reported that the handpiece was leaking oil out of the bottom. The customer cleaned, sterilized and used the handpiece for the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The complaint of the handpiece leaking could not be confirmed. Maintenance was performed on the device and it will be returned to the customer.